Event description:
A report was received that the nurse incorrectly attached the feeding line into the irrigation port on the trach care closed suction system. The pt was born at 24-25 weeks and was 25-26 weeks when the incident occurred. At the time of the incident, the pt desaturated. The staff immediately suctioned the pt and bagged pt to improve oxygenation. The endotracheal tube was changed out due to possible clogging of the airway from the formula. The pt was on a ventilator both prior to and subsequent to the incident. The end user stated there were no adverse health issues or post incident related impact from this occurrence.